Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a " ventilator service required" alarm sounded. Error codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Since a crack was confirmed, the capacitor/battery retainer was replaced. The pollen filter was replaced for fco. In addition, the following parts were replaced as preventive maintenance: exhaust fan assembly, 43 micron filter and power cord.